Event description:
The distributor contacted animas on march 13 saying that the patient experienced hyperglycemia and noticed when filling that there were a lot of bubbles inside the cartridge. Animas has followed up with the distributor to obtain more information regarding the patient event but has not yet received answers. The patient reportedly switched to cartridges with another lot number and did not experience hyperglycemia or notice bubbles. A few days later because of an empty stock of the new lot number of cartridges the patient needed to use the old lot and experienced hyperglycemia and saw bubbles come back. It would be helpful to know the patient's blood glucose readings and any symptoms he or she may have experienced. No further troubleshooting data was provided. This complaint is being reported because the patient allegedly experienced hyperglycemia after air bubbles formed in the cartridge.

Manufacturer narrative:
(B)(6). The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.